Event description:
It was reported that during a battery replacement surgery, high impedance was seen after connecting the lead to the new generator. A visual inspection of the lead was performed and an internal fracture was seen. The surgery was completed without replacing the lead. It was noted that the patient had a fall prior to the surgery but high impedance was not seen previously as the generator could not be interrogated. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the patient underwent a full explant per their request and the explanted products were discarded. Internal generator data was received and reviewed.